Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this right ventricular defibrillation lead was explanted due to non-conversion of ventricular tachycardia and ventricular fibrillation. The lead has an insulation break. The lead will be returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This lead will be returned to boston scientific for analysis. This investigation will be updated should further information be provided, or when analysis is complete.

Event description:
--